Manufacturer narrative:
D9. Date returned to mfg: 05-feb-2024. Investigation summary: the affected device was returned for evaluation in good physical condition, no damage or adulterations. The return tube was cracked causing low flow rate, below the 1 gpm minimum. Filled device with fluid, installed a temp check and an f-30 gas/vent test filter, then performed visual/functional tests. A test pcb was used to rule out customer pcb since there was no evidence of fluid ingression (on customer pcb) from the cracked return tube and device was still alarming for overtemp after return tube replacement. Device went over temp 3 minutes into running. The odor the customer experienced was the old-style heater heating up due to the materials used to insulate it, this is normal with this heater design and usually goes away after approximately 5 minutes. There were no charred components or melted wires observed anywhere on the device. The customer's indicated failure was replicated, and the root cause was traced to the faulty pcb. The return tube, pcb, and o-rings were replaced. Device was calibrated after repairs and passed functional testing. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 2183161-2024-00154. Please reference file mrn 3012307300-2024-08911 for all details pertinent to this event.

Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that it smelled like melted plastic, setting off the over temp alarm during preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.